Manufacturer narrative:
This report is submitted on august 23, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022, due to the patient requiring mris and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 26, 2022.